Event description:
Reportedly while performing a left cataract extraction, dr. Injected visco-elastic through surgical specialties corporation's product 3107 in finished goods lot m133680. After injection of the visco-elastic, refractive particles appeared in the patient's left eye. Some of the particles were irrigated from the patient's eye and some particles remained in the patient's eye.